Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report, section h9 has been corrected. A device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation/breakdown in the base unit. In addition, there were findings of moderate unknown dust/dirt/fiber contamination throughout the device internals, moderate dust/dirt contamination on the device circuit board, unknown mineral deposits present on the motor blower housing and within the blower box assembly, a missing sd card, and multiple reboot errors related to the circuit board. Care orchestrator shows "the patient had a compliance rate of (B)(6)" and used "humidification setting 5 during the most recent 90 days of use." The base unit provided airflow.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.